Event description:
On (B)(6) 2011 spinal cord stim implanted. On (B)(6) 2011 reported to ER (skin lesions and increased fever). On (B)(6) 2011 hospitalized and extensive tests/labs (skin lesions and increased fever). On (B)(6) 2011 wound debridement. On (B)(6) 2011 spinal cord stimulator explanted. On (B)(6) 2011 f/u with surgeon, with increased fever and skin lesions until device removed. Lesions were on both ears, left forefinger, left buttock, left front groin area, and chest. Skin above implanted device very hot to touch. Could not find a provider that would do the skin patch testing to check the 12 items on list attached. Event abated after use stopped: yes.